Event description:
The customer reported that the paramedics were called to her home due to a low blood glucose reading of 42 mg/dl. The customer had been experiencing low blood glucose levels for the past few months. Troubleshooting was performed. Found that the insulin pump was not programmed with the correct time, date or basal rates. Advised the customer of the importance of having the insulin pump programmed correctly. Assisted the customer with the correct programming. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.